Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the keypad rubber was intact. Evaluation revealed that the down arrow and up arrow keypad buttons were intermittently unresponsive and required excessive force to activate a response. There was evidence of keypad contamination found under the keypad buttons and the down arrow key contact was found to be misaligned.

Event description:
The distributor reported that the keypad buttons did not activate pump functions when pressed and the buttons were very stiff. There was no reported patient impact associated with this complaint.